Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06066. It was reported the patient began experiencing ipg pocket stimulation and burning at the ipg pocket site approximately two weeks postoperative following a violent cough episode. X-rays were taken but did not reveal any anomalies. An sjm representative met with the patient and confirmed all lead impedances were within normal ranges. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.